Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The system was tested and found to be working as intended adn put back into svc.

Event description:
It was reported that all the control panel lights would light up and square marks were displayed when x-rays were exposed and that the image was displayed, then it would not boot up. There is no report of injury or death associated with the event described in this complaint.